Event description:
It is reported that the pt experienced pain. It is also reported that in (B)(6) 2011 the pt underwent a manipulation.

Manufacturer narrative:
This report will be amended when our investigation is complete.